Event description:
The facility reports the cna lifted the resident to take resident from the wheelchair to a commode in a very small room. The cna saw the resident slipping and tried to catch resident but the resident ended up on the floor. Resident has a fractured left hip.